Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The procedure date is unknown. According to the complainant, post procedure, the securi-t percutaneous replacement gastrostomy tube dropped out of stoma or was removed accidentally while changing diapers. The patient was restrained, therefore the device could not have been removed by the patient. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure. The exact procedure date was unknown however it was placed in early september 2019. According to the complainant, post procedure, the securi-t percutaneous replacement gastrostomy tube dropped out of stoma or was removed accidentally while changing diapers. The patient was restrained, therefore the device could not have been removed by the patient. Reportedly, gastrostomy fistula (hole) was expanding. It was then replaced with a non bsc device. There were no patient complications reported due to this event.

Manufacturer narrative:
Additional information: b3, b5 block b3 (date of event): date of event was approximated to (B)(6)/2019 as around (B)(6)2019 was the event date reported. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed that the molded internal bolster and external bolster did not have any visual damage/defect. No visual issues were observed on the device. Since the device did not have any visual damage/defect, the reported issue of feeding tube dislodged or dislocated could not be visually/functionally verified, therefore, the investigation conclusion will be documented as no problem detected since the device complaint or problem cannot be confirmed. Additionally, the gastrostomy tube dropped out spontaneously when changing diapers and it seemed that it was removed by accident, this indicates that likely the device was unintentionally removed. Directions for use mentions inadvertent removal as a possible complication of the device usage and it is noted within the adverse events section of the dfu. Therefore, the investigation conclusion code for the reported issue of feeding tube dislodged or dislocated will be documented as known inherent risk of device since reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). All compiled information on this investigation determines that the most probable cause is known inherent risk of device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Block h6 (device codes): problem code 2923 captures the reportable event of peg tube falls out of stoma.